Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure. During a biopsy procedure using the magnum needle, the needle is getting stuck (not opening the whole window), thus collecting little material. Further it was reported that the detachment of the metal part from the plastic part of the needle after removing the fourth fragment. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using magnum needle. During the procedure, the needle is getting stuck (not opening the whole window), thus collecting little material. Further, it was reported that the detachment of the metal part from the plastic part of the needle after removing the fourth fragment. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The label information provided in the first photo matches and verified. The second photo shows one magnum needle and the sample notch of the needle was visible. No other visual anomalies were noted. Based on the photo review the reported event cannot be confirmed. One electronic video was provided and reviewed. The label information provided in the video matches and verified. The video also shows one magnum driver in initial position held by the healthcare professional. Then he primed the device and showed the needle, and the sample notch of the needle was visible. After that he primed and fired the device. It fired properly and again he primed and showed the tip of the needle, and the sample notch was also visible. No other visual anomalies were noted. Based on the video review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to obtain sample and detachment of device or device component could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.